Event description:
The customer reported that during the procedure, the handle pin came off and fell into the patient cavity. The piece was retrieved and another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.